Event description:
It was reported that during a meniscus repair surgery, two (2) fast-fix 360´s deployment knob was not returning after implanting the t1 and t2. It is unknown if there was a back-up device available. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned with the actuator bars are stuck fully extended. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found they do not cycle as designed due to the actuator bars being stuck fully extended. The failure to cycle have been determined to be related to the reported event a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.